Event description:
A report was received that the patient was having difficulty charging the ipg due to the battery not sitting correctly and was confirmed through fluoroscopy. The patient underwent a revision procedure wherein the ipg was relocated.